Manufacturer narrative:
Correction: the correct explant date should have been (B)(6) 2017.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented with pocket infection. The patient did not have any other symptoms beyond infection. The whole system including the pulse generator and leads was explanted without complication and the patient was recovering well post procedure.